Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the image problem and was attributed to a charge coupled device (ccd) failure. The investigation is still ongoing, and if new and relevant information becomes available later, this report will be supplemented accordingly.

Event description:
The customer returned the device to olympus medical systems corporation (omsc) due to an image defect (image disappears/darkens and the visual field is suddenly lost. Blackout/color bars/whiteout, et) no patient or user injury reported due to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional information provided by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus during preparation for a transurethral resection (tur), an image defect (image disappears/darkens and the visual field is suddenly lost. Blackout/color bars/whiteout, et) on the camera head. There was no delay reported. The procedure was completed using other similar models. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged-coupled device (ccd). The root cause of the faulty ccd was unable to be identified. Additionally, there was buckling of the cable. This defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.